Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned and was visually inspected. Results: the visual inspection revealed that the chamber dome was cracked at the base of one of the ports. No stress marks were found . A lot check revealed no other complaints of this nature for this lot number. Conclusion: the chamber had been in use for five days before it broke. From the appearance of the cracking, it is most likely that the damage was caused by some sort of impact to the chamber. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. In addition, a visual inspection is performed after the port caps are assembled on to the chamber on the production line. Any product which fails this visual inspection is rejected the user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported that the 22mm gas port on an mr290 humidification chamber broke after five days of use. No patient consequence was reported.